Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the cause of this event was an error in design. Corrective actions have been implemented.

Event description:
The proximal end of target device broke while surgeon was introducing the nail. This event did not cause any adverse consequence to the patient or surgical delay.